Event description:
It was reported that the left ventricular lead had a modest rise in threshold. An attempt to replace the lead was unsuccessful due to the patient anatomy. The lead was repositioned "as best as they could" and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.